Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for an implant on (B)(6) 2022 using a non-abbott sheath. During deployment the physician noticed that the device was not taking a desired shape. The device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A 28mm amplatzer septal occluder was successfully implanted. The patient was reported to be in stable condition.

Event description:
N/a

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. There were some bent wires on the distal disc consistent with damage during use. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.